Event description:
This lead was implanted on (B)(6) 2007 and capped on (B)(6) 2012 due to advisory and r wave sensing of 3.0mv and impedance of 344 ohms. The patient tolerated the procedure well. The procedure took place at medical center (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).